Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume os isovue contrast medium, at an unspecified rate, via a power injector. The spin-loc male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time after the procedure started, the clave port separated from the semi-rigid female adapter of the tubing set. The customer contact reported that an unspecified volume of solution leaked and an unspecified volume of blood loss was noted. It was reported that after the clave separated from the semi-rigid female adapter, the diagnostic imagining technologist held the tubing together to deliver the remaining contrast medium and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Eleven sealed devices were evaluated. The devices passed testing. No separations were noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the rptr upon query by hospira personnel.